Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
Following the total knee replacement surgery, the pt demonstrated low blood pressure, low heart rate and reduced urine output. Ward based medical intervention did not improve the pt's condition, therefore, they were transferred to the intensive care unit (ICU). The pt remained in ICU for 7 days requiring medical support and observation. Following stabilisation of the pt's medical status the pt was discharged home with community and outpatient hosp service support.